Event description:
A hlthcare worker reported that after an intraocular lens (iol) was implanted, the pt had blurry vision and was dissatisfied with the iol. The lens was exchanged approx seven months after initial implantation. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause has not been identified. There have been no other complaints for this lot. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).